Event description:
It was reported that patient's device tripped elective replacement indicator and the patient was admitted to the hospital with heart failure. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2007. (B)(4).